Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that lead and associated device displayed an increase in shock impedance measurements to greater than 125 ohms. The patient was seen for a revision procedure. A 1.1 joule commanded shock was delivered to test the system; the resulting impedance was 118 ohms. The lead was carefully inspected; no damage was noted to the lead. It is unclear what the cause of the high impedance was. The device was explanted; the lead remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequently, the device was returned.